Event description:
It was reported patient received inappropriate tachycardia pacing therapy due to post-sensed t wave oversensing. Review of the stored electrograms confirmed the presences of oversensing. The recommended programming change was made and an induction testing was performed on the same day. The device was explanted and replaced as the device was close to elective replacement indicator. No further information is available.